Event description:
It was requested by the sales rep wanting to send her customers unit in for cleaning and servicing.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the blue/green cable and the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.